Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. The blood glucose reading was 448 mg/dl during the phone call. The mother stated that the customer had been on insulin pump therapy for approximately two weeks. Troubleshooting was performed and the insulin pump passed the prime test. The mother asked for the insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.